Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was set to 4.3 instead of 4.1. Per reporter it was a "handling error." It was reported that the patient was hospitalized in (B)(6) since last night for covid19 suspicion and hallucinations. No additional adverse effects were reported.